Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced loss of therapy due to scs ipg becoming inoperable. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the scs ipg was explanted and replaced with a different model. Effective therapy was restored post-operatively.

Manufacturer narrative:
Corrected data: advisory associated with CAPA (B)(4) as battery ok was missing in the initial report is included in this report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.